Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a torn jaw cover at the distal end. No evidence of thermal damage was observed. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Common causes of the failure mode tears/torn instrument jaw cover are typically attributed to use conditions, such as excessive contact with abrasive or hard surfaces during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.